Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. During the procedure, the mesh ripped. The device was removed. During removal of the device, the pledget of mesh came out with the device. A second like device was inserted with no difficulty. There was no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.